Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast reconstruction with 500cc mentor memorygel breast implants experienced bilateral rupture, sharp shooting pain under the left arm, and sagging on an unspecified side post procedure. The ruptures were confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-04800 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 10, 2022. The reported issues were clarified to be bilateral baker grade ii capsular contracture and bilateral rupture. Capsulectomies and replacement with non mentor implants was performed on (B)(6) 2022. Reason for device explant and/or reoperation: rupture/capsular contracture. The impacted product was received by the failure analysis lab on may 20, 2022. The investigation of the returned devices was completed by the failure analysis lab on may 23, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease and extending to the anterior view measuring approximately 8.1 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).